Event description:
Patient had #36 argyle right angle chest tube placed during surgery on 3/3/92. On 3/6/92 the chest tube was removed. There was some resistance met when the tube was removed, and the patient experienced some pain. It was noted that a small piece of the chest tube had been retained. This removed on march 9, 1992invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.